Event description:
On (B)(6) 2014, our (B)(6) affiliate rec'd a call from a patient (pt.) Reporting having experienced an ocular event while wearing acuvue oasys contact lenses (cl). She was wearing lenses on a daily wear and monthly replacement schedule and using opti-free lens care solution. The first time wearing oasys lenses, the pt wore the first pair for 30 days without any issues. On (B)(6) 2014, while traveling, she wore a second pair and on the second day of use the lenses "got stuck in the eyes and she could not remove them". The pt went to a hospital immediately and a doctor removed the lens in the od but could not remove the lens in the os. The pt was hospitalized overnight and returned home the next day. On (B)(6) 2014, the pt went to a second hospital and was seen by an eye care professional (ecp) who removed the lens in th os and diagnosed with a corneal ulcer os; the od was fine. The treatment regimen included oral vitamin c (oral) qd x10days, epitezan (pomade) q8hrs x10 days, besivance q4hrs x10 days and tylex (oral) prn pain. Pt had to wear an eye an eye pad over the os while being treated. The pt's eye is fine now. Corneal ulcer may or may not be a serious injury. Due to limited amount of info, the event is submitted as worst case.

Manufacturer narrative:
The suspect product was discarded. Two sealed blisters from the involved carton were returned to our firm and evaluation. The parameters of the lenses were measured and a visual inspection performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes observed. The ph in the solution tested within specification. There not enough solution to measure for conductivity. A DHR was performed; l0023h2 was produced under normal manufacturing conditions. The batch record did not show abnormalities in monomer and solution testing. All parameters tested were within specification and sterilization requirements were successfully completed. Add'l info will be reported within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings. Device labeling single use or reuse.